Event description:
A 6f angio-seal vip was selected for use. The pt was discharged after three hours in recovery with no sign of bleeding or hematoma. Later, the pt reported from home that she had a hematoma. The pt had presyncope that was related to the hematoma. The physician went to the pt's house and performed manual compression for two hours on a hematoma with large extension. There also likely a pseudoaneurysm. The pt's pain continued, but the hematoma decreased. The pt is recovering. The pt was not on anticoagulant or antiplatelet therapy and did not have coagulation problems.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.